Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced telemetry problems with the programmer during a routine follow-up. The ICD was explanted. No further information is available. Implanted: 08/06/93, explanted: 09/18/96